Manufacturer narrative:
The customer¿s report of a channel malfunction while delivering versed was confirmed. The report that a bolus occurred without clinician involvement was not confirmed. The pcu event log showed that immediately upon the start of delivering a programmed 2mg bolus of versed, a 240.4150.0 channel error occurred. This error sequence occurred twice on the reported event date of (B)(6) 2016 and also twice on (B)(6) 2016, as the customer reported. In each case the bolus delivery was interrupted by the channel error and the bolus was not delivered. During lab testing, the channel error was replicated while delivering a bolus. Testing indicated the bottle-side pressure sensor was railed (stuck at high voltage). The pump module passed rate accuracy testing; no periods of unregulated flow occurred. The proximate cause of the channel malfunction was a faulty bottle-side pressure sensor. The root cause of the faulty pressure sensor is believed to be a broken wire bond on the pressure sensor component. The root cause of the reported bolus occurring without user involvement was not determined.

Manufacturer narrative:
The device(s) have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer provided a vague report of a pump malfunction while attempting to bolus versed. The clinician stated the bolus occurred without clinician involvement, and the device was sent to biomed for evaluation. The biomed reported logs were reviewed, and a bottle side pressure sensor error was observed on (B)(6), no other errors or malfunctions were found. No patient harm was reported to have occurred due to the event. No other event details were provided.